Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. The alert date was originally reported as (B)(4) 2014.

Manufacturer narrative:
Follow-up #2: date of submission 12/23/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: the battery compartment was cracked. Unrelated to the initial complaint, the display screen was dim and discolored, and the audio bolus button cover was torn. Also unrelated, the keypad cover was torn. The keypad cover was removed and contamination was found under all of the keypad button contacts. The ok and down arrow keypad button contacts were inverted, and the up arrow button contact was damaged. The battery cap was damaged/stripped.